Event description:
The hcp reported that he had a pt with a granuloma at t9. The hcp planned to replace the entire system. The pt's pump contained dilaudid. No pt symptoms or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.